Manufacturer narrative:
B5 updated with additional information.

Event description:
The patient remains on support with improving left sided weakness per the care team.

Manufacturer narrative:
D6b: added explant date h6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary (stroke): the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 37-year-old male with a history of acute myocardial infarction (ami) complicated by cardiogenic shock (cgs) and known coronary artery disease (cad) underwent implantation of an impella 5.5 for hemodynamic support. During routine neuro evaluation, after sedation was titrated, bedside staff observed new-onset left-sided weakness. This finding was reported to the care team during rounds. The patient¿s last known neurological exam was intact per the care team. At the time of reporting, the patient was undergoing serial CT scans for further evaluation. Patient survived. The reported event involves peri-procedural adverse event, stroke and serious injury. Neurological complications such as stroke or transient ischemic events are recognized risks in critically ill patients with ami/cgs and severe underlying cardiac disease. These events are more consistent with patient-specific factors, including hemodynamic instability, hypotension, and comorbidities. Per the instructions for use, impella 5.5 is intended for short-term ventricular support and requires careful monitoring of hemodynamics and neurologic status. Patient-specific factors such as severe cardiac disease, hypotension, and critical illness can increase the risk of complications like stroke and bleeding. Based on available information, there is no evidence of a causal relationship between the impella 5.5 and the reported events.